Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60b reload was received unfired, with the pan detached from the cartridge. No conclusion could be reached on what caused the pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, while the device was being open from its sterile package, the metal and the plastic sides of the device were detached from each other and divided into three pieces. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.